Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, malposition.

Event description:
Company representative reported "a plastic surgeon reported treating a patient with allergan implants due to pain after her initial implantation surgery" and "I also don't know exactly why the patient is experiencing so much pain after surgery, but one clear issue is that the surgeon did not release the portion of the pectoralis major that attaches to the inferior rib cartilage. This caused the implant to sit too tight along the lower fold because a proper dual-plane dissection was not performed. The pain is most likely related to how the dissection was done. Likely due to entering the wrong plane and possibly involving the ribs". This record is for right side. Device status unknown.